Event description:
The customer reported leak inside the ac t diff instrument. The customer stated the rbc bath was not draining and it overflowed onto the counter. Patient samples or results were not affected by the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient result or treatment are associated with this event. Service was not dispatched for this event. The service engineer resolved the issue with the customer over the phone. The service engineer suspected a clog in the drain for the rbc bath. Per the engineers' instructions, the customer filled and drained the rbc bath with bleach to clean the drain line. Afterwards, bath was draining properly. She then re-ran a patient sample with known results and the results matched the previous run. Root cause for the leak is unknown; however, the issue was resolved by flushing the drain line of the rbc bath.

Manufacturer narrative:
(B)(4).